Manufacturer narrative:
According to the customer, while inducing a sheep the needle "broke off while inside an injection cap that was attached to a catheter placed in the patient." The customer reported they were able to "occlude off the jugular vessel" and remove the catheter before the needle went into "the circulatory system". Sample was requested to be returned. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, while inducing a sheep the needle "broke off while inside an injection cap that was attached to a catheter placed in the patient."